Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product was used for the cement spacer mold at the revision surgery on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient caused cardiac arrest and then died after intraoperative blood pressure drop during the surgery on (B)(6) 2018. The surgeon commented that because the patient was elderly, had the heart disease, and got the infection, so that the risk was high. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds 1 additional unrelated report against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 1 ((B)(4)). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.